Event description:
A site representative reported that a thoracic clamp instrument was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2014 and was found to be a non-reportable malfunction based on the information available. On (B)(6) 2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Replacement device shipped to site on (B)(6) 2014 for issue resolution. Medtronic investigation of returned suspect device finds that the adjustment screw threads are stripped in the middle of the travel not allowing the clamp face to set. The clamp face is also slightly bent to one side. The reported event was confirmed to be caused by the physical damage of the screw threads.